Event description:
Synthes (B)(6) reported an event as follows: patient was implanted with a dynamic condylar screw plate construct on an unknown date. Patient experienced an infection and non-union of the femur. Surgeon stated that while opening the patient, pus and fluid streamed from the incision. The surgeon stopped the procedure and decided to treat the patient non-operatively. No removal or revision has taken place at this time. The dcs implants remain in the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.